Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-04800. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a symptomatic cystocele and stress urinary incontinence. The patient underwent the concurrent procedures of anterior/posterior repair during mesh implantation. It was reported that the patient underwent mesh removal on (B)(6) 2007 due to the patient stating ¿it feels like I have (B)(6) in my vagina¿.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic pain, dyspareunia. It was reported that the patient had a concurrent procedure of a excision of exposed graft, repair vaginal tissue performed during mesh implantation. It was reported that patient underwent anterior posterior repair on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat grade ii, iii cystocele with stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, recurrence, dyspareunia and neuromuscular problems. It was reported that patient experienced extrusion of mesh and underwent excision of exposed mesh (B)(6) 2008. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-04800. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.